Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1ml of juvéderm® voluma¿ in the ck1, ck2, ck3 with the packaged needle. Patient presented with edema and hardening of the injected product in the ck1, ck2, ck3 three days later. Healthcare professional "diffused edema in all the face in the following days and treated with medrol, kestine, and minocin, and cortisone. A little over a month after injection it was reported "the patient is getting better even if, after the cortisone was tapered", however the patient had a persistent headache for several days with a "reappearance of a painful nodule in the right zygomatic region that responded to the increased dose of cortisone and antalgic therapy for headache." About two months after the injection, patient was seen and a 1cm nodule had "reappeared on ck3 on the right following early cortisone reducing on patient's initiative." It was further noted "appearance of skin nodules and localised tissue necrosis." Patient has not since returned for follow up.